Manufacturer narrative:
One workmate¿ claris¿ ep-4¿ cardiac stimulator was returned for investigation. Preliminary measurements confirmed system voltages to be within the specified limits prior to functional testing. Power was applied to the returned stimulator and was connected to a known functioning ep-4 touchscreen however no communication was established, confirming the reported event. The microprocessor assembly was temporarily replaced upon which normal function was restored to the system. Based on the information provided to abbott and the investigation performed, root cause of the communication issue and subsequent procedure cancellation was successfully isolated to abnormal functionality of the microprocessor assembly. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures.

Event description:
During the procedure, the ep-4 would not communicate and the procedure was cancelled. The connections were verified and power to the media converters and other cables were checked with no resolution. The patient was in the room and prepared at the time of cancellation. There were no adverse consequences to the patient.